Manufacturer narrative:
The unit was tested per quality control (qc) procedures by a kci on (B)(4) 2011. The unit passed qc checks and met specifications. The device was placed with the patient on (B)(6) 2011. The unit was returned to kci quality engineering on (B)(4) 2011 for device evaluation. The power cord and power supply adapter were returned with the device. Inspection, testing and evaluation of the unit did not reveal any evidence of an operational malfunction or defect with the device. The unit worked as designed. The unit passed qc checks and met specifications before and after placement with the patient. Activ.a.c. Serial number: (B)(4): the unit was tested per quality control (qc) procedures by a kci (B)(4) 2011. The unit passed qc checks and met specifications. The device was placed with the patient on (B)(4) 2011. The unit was returned to kci (B)(4) 2011 for device evaluation. The power cord and power supply adapter were not returned with the device. Evaluation of the unit did not reveal any evidence of a malfunction. The unit worked as designed. Device labeling, available in print and online states: consider use of a skin preparation product to protect periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile/friable periwound skin with additional v.a.c. Drape, hydrocolloid or other transparent film.

Event description:
The following information was reported to kci by the nurse and physician: on (B)(6) 2011, activ.a.c. Therapy was initiated. The physician reported that on (B)(6) 2011, the patient was seen and was noted to have extensive periwound maceration. The home health care nurses were getting too much of the black foam on the good skin. The activ.a.c. Therapy system was applied and was functioning appropriately. On (B)(6) 2011, the nurse reports the v.a.c. Therapy system was not providing suction. The patient was seen by the physician and it was noted that the left heel wound had worsened. There was no suction to the wound. On (B)(6) 2011, replacement activ.a.c. Therapy system was delivered to patient's home. On (B)(6) 2011, the patient was seen at the doctor's office, the physician reported that it allegedly was not functioning and the activ.a.c. Therapy system was discontinued.